Manufacturer narrative:
(B)(4). The reported complaint for "purge failure alarm" is not able to be confirmed. The product was not returned for investigation. According to the attached service report, the field service agent could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via the customer "new teleflex balloon pump equipment did not provide therapy needed for patient. The equipment would not turn on therapies. Error message about purging and helium tank on screen but unable to resolve. On removal of sheath and balloon to use another device, the balloon was stuck inside the sheath". Additional information received from the customer states that another iab was not inserted due to " the staff did not know how to work the iabp and due to the patient's condition, the physician made the decision to switch to pvad (percutaneous ventricular assist device)". The user reported that the patient died two days after. Please see associated MDR# 3010532612-2025-00400.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via the customer "new teleflex balloon pump equipment did not provide therapy needed for patient. The equipment would not turn on therapies. Error message about purging and helium tank on screen but unable to resolve. On removal of sheath and balloon to use another device, the balloon was stuck inside the sheath". Additional information received from the customer states that another iab was not inserted due to " the staff did not know how to work the iabp and due to the patient's condition, the physician made the decision to switch to pvad (percutaneous ventricular assist device)". The user reported that the patient died two days after. Please see associated MDR# 3010532612-2025-00400.